Manufacturer narrative:
The pump had a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly, compromised force sensor alarm due to motor error alarm. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 279mg/dl. The customer states does not remember receiving the alarm but was told if he got compromised force sensor system alarm it meant the pump was stuck. The customer was calling in regards of pump not completing pump rewind. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.